Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient was experiencing pain at the ipg site. It was noted that the patient had recently increased their fitness levels and their body composition has changed markedly. As a result, the patient underwent surgical intervention where the ipg was explanted and replaced.